Manufacturer narrative:
Section h10: (h3) the evaluation noted that the event was most likely the result of aseptic loosening between the femoral component and the bone. However, this cannot be confirmed as the devices were not available for evaluation and additional information was not provided.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 2.5 years after tha, this patient had a left stem loosened over time and was revised. The cup needed to be removed and the ahs liner was replaced.